Manufacturer narrative:
The hill-rom technician contacted the account and they were unable to located the bed. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account was unable to locate the bed in question. The account requested the repair be cancelled and have stated they will notify hill-rom once they are able to find the bed to be evaluated. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section of the bed was self running up and down. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).